Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 had no more heating power and the ice block melts down quickly as there is a reflux into the tank. The incident occurred during patient treatment. There was no patient harm reported. (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found corroded valves, which were responsible for the device not running correctly and the heating issue. The defective valves were replaced and the unit was tested for flow, functionality and electrical safety. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).